Event description:
The event involved a plum a+ infusion pump where the customer reported flow problems. The device was in clinical use at the time of the event, with no incidents reported before the event. The incident has been noted after 5 minutes of infusion at 10:37 and it was planned for 30 minutes. There were no problems with programming or starting of the infusion. There was no incident with the device, with no alarm being triggered when the flow rate changed. No other tubing set has been used, and a second infusion has been initiated where there were no incidents, with no information with the lot and list number of the tubing set used. The programming parameters were 50 ml/h for 30min, there was no problem with the programming parameters. The flow rate problems did not affect the patient. There was patient involvement but no known patient harm.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Manufacturer narrative:
The device passed performance verification test with no issues. Event logs were downloaded and sent for analysis as requested. Log analysis stated the following the complaint is ¿parameters required 50ml/h and time 30 mins¿, but entry in logs are actually 50ml/h 70 vtbi and stopped after 32 minutes. The time set in pump is not correct. 149 on (B)(6) 2023 08:59 off 150 on (B)(6) 2023 08:59 stop infusion: a, volume infused=27.0 151 on (B)(6) 2023 08:59 program channel a: stopped 152 on (B)(6) 2023 08:27 path a: duration: 01:24 153 on (B)(6) 2023 08:27 channel a: flow: 50.0, vtbi:70.0 154 on (B)(6) 2023 08:27 route a: level 1 the device was programmed to run for 1 hour 24 mins. It was stopped after 32 minutes. The probable cause of complaint is user error